Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "extreme capsular contracture (baker grade unknown), stiffness, pain, occasionally swelling on left side." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events, patient details and the return of the device for has been requested. No additional information is available at this time. Reason for reoperation: "extreme capsular contracture". The event of capsular contracture is a known potential adverse event addressed in the product labeling. Visual analysis of the photographs identified: edema: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "extreme capsular contracture (baker grade unknown), stiffness, pain, occasionally swelling on left side." Device has been explanted and replaced with non allergan device.